Event description:
It was reported that the device only lasted two years and thought that it would have lasted longer. It was also reported that the patient had received several shocks from the device. The device will be replaced soon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly trend in save to disk data file _683000 shows min bat=2.93 to 2.801 volts between (B)(4)-2011, is before device rrt<= 2.6251 volt.